Event description:
New information indicates that the patient underwent a magnetic resonance imaging (MRI) procedure without being in MRI mode, which caused the implantable cardioverter defibrillator (ICD) to switch to backup mode. Programming changes were made to resolve the issue. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was in backup mode. No further information was received.